Event description:
Prior to a treatment procedure to place a filter, the filter deployed. It is noted that the protective sleeve was intact, and the filter deployed by itself. The device was not used in the pt, so no pt injures or complications occurred.